Event description:
A request was made by the customer to check the unit as there was a reported case of a pt who died during the treatment and a second pt who had trouble maintaining blood pressure. Patient was being treated for ureter stone. Treatment was done under general anesthesia. Three thousand shocks given at energy of 8. Immediately after treatment the pt had cardiac arrest and was not able to be resuscitated. Patient had no history of cardiac trouble.

Manufacturer narrative:
Cse, checked the system and it was found to be operation within specifications. Furthermore, data, log files and images were investigated by siemens research and development and results showed that the system was operating within specification. The operator (dr.) Rec'd applications training for the lithoskop in 2006, and 2007. This event did not occur in the united states and occurred at the following location: